Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) is displaying check water trap message and stops monitoring during this time. Ref MFR # 8030229-2015-00035.